Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer's blood glucose level was not provided at the time of the incident. The customer reported numbers scrolling. Troubleshooting was provided. The customer reported time did not advance after a minute. Issue was not resolved. Customer was advised to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. The insulin pump will not return for analysis.

Manufacturer narrative:
No frozen screen or button error alarm noted. Unit time/clock moved. Insulin pump had intermittent up and down buttons response due to corroded keypad traces. No unexpected numbers ramping/scrolling during testing.